Manufacturer narrative:
Additional manufacturer narrative: based on the information received the root cause of the event remains indeterminable; however, patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned that the patient underwent transcatheter valve-in-valve intervention due to severe aortic stenosis secondary to degeneration. The patient tolerated the procedure well and was transferred to the intensive care unit in excellent condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the root cause of the event remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 26mm transcatheter valve, was implanted inside a disabled 25mm aortic bioprosthetic valve in the aortic position via valve-in-valve procedure due to failing valve. The implant duration of the 25mm aortic valve at the time of the valve-in-valve procedure was four (4) years, ten (10) months, twenty-six (26) days. It was reported the physicians believe that the patient's previous alcoholism and hepatitis c may have led to the valve failing at this time. The patient was reported to be doing well.